Event description:
Dexcom was made aware on 09/19/2024, that on (B)(6) 2024 the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) /2024. The parent reported that the pediatric patient experienced a skin reaction with itching, rash, redness, drainage, pustules, infection and yellow fluid on the needle puncture site, which occurred the same day the sensor had been inserted in the arm. The needle puncture site was infected, area was already irritated from the previous sensor. The patient had a routine visit to the doctor on (B)(6) 2024, oral antibiotics were prescribed on (B)(6) 2024, oral antibiotics 5 ml 4 times a day for 7 days. The sensor was removed on (B)(6) 2024. The skin was prepared with soap and water, alcohol free wipes and cavilon. At the time of the report the area was healing. No photo was provided. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).